Event description:
It was reported that the fiber was damaged. The procedure was completed with another device. There were no patient complications. Analysis of the returned fiber identified that the fiber was broken in three pieces.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber identified that the fiber was broken in three pieces, confirming the reported event. No defects were observed on the connector face, light was seen exiting the face. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break. A partial body break or kink could have occurred during the set up and use and when the fiber was fired caused the break. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.